Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision occurred when utilizing 4 image acquisitions from the imaging system on the navigation system. The representative reported that the imprecision was medial and superior by 3-5 millimeters. The reported imprecision resulted in the revision of two screws. There was a reported delay to the procedure of thirty minutes due to this issue. No additional information was provided.